Event description:
Physician observed a dislocated lens at one day postoperative. Lens removed and replaced without complication.

Manufacturer narrative:
The lens was inspected and displayed one distorted haptic. We are unable to definitively determine when this damage occurred, our observation reasonably suggests it is not manufacturing related. Lens met manufacturing criteria prior to release.